Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported experiencing leaks and blood at the infusion site location. Patient stated on (B)(6) 2014 he noticed his blood glucose level was elevated to 300 mg/dl. Patient's target blood glucose level is 120 mg/dl. Patient reported that upon inspecting his infusion site he noticed insulin leaking from the site. Patient reported he removed the needle from his body; needle was not bent or kinked. Patient stated he inserted a new needle and bolused to bring down his blood glucose level; was able to self-treat and did not require any outside medical assistance. Patient discarded the alleged infusion set. Patient reported that leaks have occurred since beginning pump therapy but is unsure of the cause. Patient stated the issue occurred on the following dates: (B)(6) 2014. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device was not returned.